Event description:
Little suture abscess of left knee incision.

Manufacturer narrative:
This MDR is being filed based on info provided from clinical retrospective study. The incision was cleaned with peroxide, and redressed.